Manufacturer narrative:
The insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did lock in place just a partial broken reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the retention ring in the insulin pump's reservoir compartment was loose. As a result the reservoir was loose in the reservoir compartment. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.